Manufacturer narrative:
The system generated an error message and a computer was ordered. While the fse was installing the computer, a line error was encountered and the computer gave burning smell from the back where cooling fan is located. The fse turned the computer off, and re-installed original pc since the problem initially was intermittent. Upon inspection of the computer, the odor seemed to be coming from the power supply of the computer. A blown capacitor was suspected. A new pc was sent to the customer for replacement, and the system is now operational.

Event description:
While a field service engineer (fse) from beckman coulter inc. (Bci) was installing a computer on (B)(4) chemistry analyzer, the pc gave burning smell from the back where cooling fan is located. No smoke or fire was reported. The fse was wearing proper personal protective equipment (ppe) and no medical attention was required.